Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl. The customer alleged that the pump was delivering more insulin than intended. Cts reviewed bolus history and deemed that the bolus history was accurate. Reportedly, the customer reverted to manual injections for insulin therapy.